Manufacturer narrative:
Product was not returned, an investigation could not be performed; the review of the device history record could not be performed with an unknown lot number. Product will not be returned for further investigation. Alert date should have been (B)(6) 2016 not (B)(6) 2016, error in entering information into etq. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Patient age and weight not available for reporting report is for one (1) unknown tfn-a nail UDI: part and lot number unknown; UDI unavailable without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016 due to infection of the patient's leg. The patient was implanted on an unknown date with a trochanteric fixation nail - advanced (tfna); patient was treated with antibiotic and bone cement at time of implantation. The patient's leg became infected, and the surgeon removed the tfn-a device and amputated above the patient's knee. After the infection heals, the surgeon plans to revise the patient with a shorter tfna. Surgery was delayed less than one (1) minute due to instrument breakage. No additional intervention needed. Procedure successfully completed.(B)(4) is to report the infection the patient experienced, the instrument breakage is captured and reported under (B)(4). This report is for one (1) unknown tfn-a nail. This is report 1 of 3 for (B)(4).